Event description:
It was reported that the bd syringe 50 ml ll had foreign matter. The following information was provided by the initial reporter: clinical area reports ¿ multiple fibres (plastic) found inside what is supposed to be a sterile syringe/plunger when package opened. Noted before use.

Manufacturer narrative:
G.4. Applicable 510k numbers are k182589; k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple photos and one physical sample was provided to our quality team for investigation. Through visual inspection, particles are observed within the syringe. Characterization testing was performed and identified the particles are consistent with polypropylene particles mixed with silicone. A device history review was performed for the reported lot, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Six retained samples were also examined, and no particles or contamination was observed. Manufacturing for this product is performed in a cleanroom environment maintained under positive pressure to minimize the risk of foreign matter. The assembly station utilizes a de-ionizer to remove any polypropylene particles inside the barrel, and equipment is protected to prevent particle generation during component movement. Final products are sampled and subjected to visual and functional inspections throughout the manufacturing sub-processes in accordance with established procedures, and no issues related to this incident were found. While we could not identify a direct cause, the particles likely originated during product movement within the assembly equipment. Manufacturing personnel have been notified to increase awareness and prevent recurrence. Complaints related to this device and condition will continue to be monitored by our quality team for any emerging trends.